Event description:
A customer reported her lancing device had an arming/firing mechanism issue: the button kept popping out of the device. The customer additionally reported she experienced tremulousness, lightheadedness and loss of consciousness. The paramedics were called and administered glucose intravenously. The customer was then transported to a health care facility where she was reportedly diagnosed with hypoglycemia and kept being treated with glucose intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the lancing device manufacturing date is unknown.